Event description:
The customer reported an axsym bhcg result of <5 mlu/ml on a pt. The physician questioned the result because pregnancy was clinically suspected. The pt sample was recentrifuged and retested generating a result of approximately 39,000 mlu/ml which matched the physician's clinical assessment. The customer told the physician that the original result of <5 mlu/ml was due to sample integrity (improper sample handling). No impact to pt management was reported.